Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for a follow up. The lead exhibited noise and over sensing with noise reversion. The lead was capped and replaced.